Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following deviation was confirmed by review of reprocessing steps provided from the user: flushing was not performed for air/water channel or auxiliary water channel at precleaning. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Hygiene microbiological investigation (hmi) was reported . Customer reported the device was positive in the latest cultures performed. The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results noted in customers cds checklist form. The result noted the device (suction channel) tested positive with stenotrophomonas maltophilia . The total colony forming unit (cfu) number was not provided. In communication with olympus service department, it was reported that the ¿customer is going to sterilize the device and will take samples again¿. It was noted that, in case the result is still positive the device will be sent to workshop (olympus service business center). Additionally, the field service engineer (fse) and the product manager informed the customer about how to proceed by informing the customer the proper reprocessing and disinfection of the scope prior to sterilizing. This includes for the customer to paying special attention to brushing, because if there is a biofilm, this is the only way to remove it. The customer was advised the importance of the proper reprocessing and importance of removing the biofilm completely . In addition customer was advised to use ethylene oxide instead of plasma for sterilizing the device. Below are information on customers cds ( cleaning, disinfection, and sterilization (cds) ) checklist: aer/ewd reprocessor: not tested. Model name: not provided. Detergent name: not provided. Disinfectant name: not provided. Pre-cleaning: aspiration of water through the instrument/suction channel. Detergent used for cleaning : daroscope e5. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port. Brush model: itabrush de la empresa meditalia. Manual disinfection not performed. Scope not sterilized. Scope storage: simple cabinet without any drying function. In a follow up communication with the customer, the fse representative reported that "after sterilizing the device at the hospital, the cultures test results were negative. According to the report, customer are going to work for a few days reprocessing the device normally, and they will take samples again to see that the contamination is not repeated. Additionally, in the report, it was noted that "no microbiological test reports were provided by customer". Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.